Manufacturer narrative:
Additional information: medtronic received information that the imprecision was 1-2 millimeters.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative reported that the scan used in the procedure limited the available anatomy and was suspected to have contributed to the imprecision.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision was observed when moving deeper into the patient anatomy. The registration was reported to have been modified to restore accuracy. There was a reported delay to the procedure of ten minutes due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.